Event description:
It was reported that the piston of the insulin pump is stuck, and does not rewind. Customer's blood glucose level at the time 145mg/dl. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Insulin pump was received with motor error alarm during rewind due to jammed motor gear box. Insulin pump was unable to perform functional testing, including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests due to motor error alarm. Insulin pump had a broken off the endcap, cracked case at display window corner, minor scratched lcd window, broken belt clip slot at battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.